Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine (100 mcg/ml at 38.03 mcg/day), bupivacaine (3 mg/ml at 1.1408 mg/day), and dilaudid (10 mg/ml at 3.8 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the hcp reported that the patient¿s pump alarmed on (B)(6) 2019 and that was their low reservoir alarm date. The patient was due to have her pump refilled. Calculations based on flow rate determined that the empty pump alarm would have occurred on (B)(6) 2019. The hcp saw the patient on (B)(6) 2019 and aspirated 1 cc from the pump so did a normal refill. The pump was alarming every 10 minutes and based on programming they believed the pump was empty. The hcp did not get the pump logs. No patient symptoms were mentioned. No further complications were reported/anticipated.